Event description:
It was reported that there was a heart block. It was reported that as the physician was ablating and pulling out the ablation catheter, he hit the his bundle, causing the heart block. The case was aborted and the patient was still in v-tac. The patient was paced and a pacemaker was installed. The status of the patient was reported as stable. All systems were operating correctly. There were three catheters used during the case. One of these catheters was causing noise and was replaced with a new catheter before the heart block occurred. The lot number of one of the other two, fully-functional catheters was unknown because the packaging was disposed of (the catheter will still be returned).

Manufacturer narrative:
After the physician ablated, the patient went into complete heart block. We started v pacing via the ablation catheter immediately. The patient was stable from that point on. The patient av node was damaged causing complete heart block. The procedure had mapped and ablated extensively in the right atrium (lateral wall and cavo tricuspid isthmus). The patient had had several tachycardias at different cycle lengths. The last tachycardia was a cycle length of around 200 ms with cs proximal earliest. The last map showed a diffuse early area at the septum and the map of the right did not have the whole cl in the ra. Because of that data the physician choose to go transeptal. We mapped the la to some degree with the early red area occurring inferior on the right side. I encouraged the physician to map more near the ripv but he was having difficulty manipulating the catheter. The physician then chooses to open a separate thermocool catheter and map in the cs of the patient leaving the original catheter on the left side. I opened a new map to map the cs. After taking a few points, the physician decided to start ablating in the cs. He was taking points then ablating. While I was trying to impose the la map on top of the cs map he told the lab staff to apply rf. At that point we got complete heart block (6-8 seconds). We then moved the mapping catheter into the rv where we started pacing at 800 ms. We stopped intermittently to see if there was a return of conduction. It was decided a pacemaker would be placed when patient had a return of a junctional rhythm of 35 bpm. The procedure was 4th afib ablation. Patient paced at 60 -130 bpm by pacemaker. The patient was admitted to the hospital as planned at the beginning of the procedure. He was discharged home 2 days after the procedure. As reported by the nurse practioner, the patient prognosis is satisfactory. Although he suffered av node impairment from the procedure he will not have to worry about having rvr anymore. Causality of adverse event was procedure related. Patient had gone through multiple ablation procedures prior to this one. He had a lot of concern about his rapid heart rate and the effect it had on his activity level. The facility did not provide further information regarding the patient or the procedure. If the single use products are returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant devices: soundstar 10f-90, ge us catalog #: sndstr10; stockert 70 rf generator, us catalog #: s7001, (B)(4); carto xp system, us catalog #: m470001, (B)(4); coolflow irrigation pump, us catalog #: cfp002, (B)(4); navi-star thermo-cool electrophysiology catheter, us catalog #: ni75tcdh; navi-star thermo-cool electrophysiology catheter, us catalog #: ni75tcbh. (B)(4).

Manufacturer narrative:
The customer did not know if the returned catheter was the one causing noise or the one used when heart block happened. (B)(4). The returned catheter was visually inspected and the catheter shaft was bent adjacent to the tc sleeve. The catheter passed the temperature test; however, it failed the electrical and generator test. Additional investigation revealed light green and white residue inside the connector. There was no leakage or physical damage to the catheter that could contribute to such residue. This residue could be caused by exposure to an unknown liquid which resulted in damage to the connector pins. It is unknown if the catheter was exposed to liquid before, during, or after the procedure. The customer's complaint regarding noise has been confirmed, however, this failure is unlikely to cause heart block to the patient. The physician accidentally touched the his bundle with this catheter during withdrawal, but due to lack of information, no conclusion can be drawn at this time. A DHR review was performed and no anomalies were found related to this complaint. Furthermore, the review indicates that the catheter was manufactured in accordance with the documented specification and procedure.